Event description:
Per the clinic, the patient experienced an infection at the scar-implant site. The patient was treated with topical and oral antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, on (B)(6) 2025, the patient underwent an exploratory surgery of the wound site, following the infection. There was also a presence of 2-3mm granulation below the patient's epidermis and this was removed within the same procedure. The patient was once again administered with topical and oral antibiotics post-operatively (specific duration not reported). The infection has been successfully cleared. The implanted device remains.